Event description:
It was reported that there was oversensing on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head), there was a tip seal observation, there was tissue on the helix and visual analysis noted apparent explant damage.